Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the off-label insertion site, which is off label usage of the device, on insertion date.